Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the the connection with the pump usb port was loose and was causing pump alerts. Customer's blood glucose level was 150-190 mg/dl. The customer declined to provide any additional information and declined to perform further troubleshooting with tandem technical support.